Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned catheter noted blood and contrast visible in the inflation lumen and a loosely-folded balloon, which is consistent with preparation of the catheter for use, an attempt to pressurize the balloon, and a leak while in the patient anatomy. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a longitudinal tear/rupture in the balloon 1 mm proximal to, and a leak the distal marker, for a length of 2 mm. Scanning electron microscopy analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker along a balloon fold/crease. There was also a slight ridge observed in the distal marker. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. It was noted that the device was prepared per the instructions for use before it was inserted in the anatomy and advanced to the target lesion. As there was no report of any leaks noted during preparation for use, this may indicate that the rupture was not present prior to the procedure. However, it was noted that there was no calcification in vessel/lesion, which may suggest that the patient anatomy did not contribute to the experienced rupture. There was also no resistance felt during advancement and removal of the catheter. In this case, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. A conclusive cause could not be determined for the balloon rupture. A review of the lot history record for the reported lot was performed and revealed no associated nonconforming material records indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during use as the balloon was started to be inflated for pre-dilatation of the target lesion, the balloon ruptured at 5 atmospheres and contrast media was leaking out of the balloon lumen. The device was removed from the anatomy without issues, nothing remained in the vessel. A new minitrek was used with a good result and a non-abbott stent was placed successfully. No patient effects were reported. No additional information was provided.